Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery test alarm. The customer's blood glucose level was unknown. The customer reported that the there was fluid under the lcd display and belt clip was broken. The customer declined troubleshooting for failed battery test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test noted. No moisture damage on electronics and motor assembly noted.